Manufacturer narrative:
The ttso-10-x of unknown lot number was not returned to cirl for evaluation. Limited information was provided by the customer and if additional information becomes available the complaint file will be updated to reflect this. The customer¿s complaint was confirmed on customer testimony it may be noted that according to the instructions for use, the user is instructed to:¿ if the package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use. Please notify cook for return authorization ¿. As per IFU ¿this stent should not be left indwelling for more than three months or as directed by physician.¿ as per functional checks there is 100% inspection on stents for kinks and a check that the appropriate size wire guide moves smoothly and freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile qc. A review of the manufacturing records for ttso-10-x device of unknown lot number could not be completed. Prior to distribution, all ttso-10-x devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at (B)(6). A section of the device did not remain inside the patient¿s body. The patient did require additional procedures due to this occurrence. There was medical intervention (exchanged stents) carried out as a result of the occurrence it was reported that the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
There were premature numbers of stent occlusion or malfunction within the first week of stent insertion. The enrolment process was interrupted before the projected number for each group was reached due to safety concerns. The event was managed by exchanging the stents.

Manufacturer narrative:
This is a follow up report to cancel the report based the on the following findings; complaint logged to the ttso-10-x is incorrect. The enrolment process was interrupted due to the concerns raised for fs-mars-10-x test group. This conclusion is based on the details documented that only 3 patient were involved in the randomised (we don¿t know if the 3 patient had ttso devices inserted), study for 50 days before the study was stopped or ¿censored¿ and that the study documents the following: ¿¿we noted that the median patency period for the ots group was somewhat shorter compared with historical data. This can be partially explained by the proportion of censored cases in this group¿¿. ¿¿we were only able to document the minimum patency period in about half the subjects in this group because they had not reached the study endpoint at the time of censorship¿¿. ¿¿the result is probably an underestimation of the actual median stent patency period in this group¿¿. ¿¿we acknowledge the possible introduction of a type 1 error while performing the unplanned interim analysis before the recruitment was completed¿¿ while the study does implicate fs-mar (see below antireflux plastic biliary stent), there is no suggestion that ttso is implicated, see concluding statement taken from below: ¿until larger trials with consistent results are made available, it is difficult to recommend the routine use of antireflux plastic biliary stent in the palliative management of malignant biliary obstructions at present.¿

Event description:
This is a follow up report to cancel the report based the on the following findings; complaint logged to the ttso-10-x is incorrect. The enrolment process was interrupted due to the concerns raised for fs-mars-10-x test group. This conclusion is based on the details documented that only 3 patient were involved in the randomised (we don't know if the 3 patient had ttso devices inserted), study for 50 days before the study was stopped or "censored" and that the study documents the following: "we noted that the median patency period for the ots group was somewhat shorter compared with historical data. This can be partially explained by the proportion of censored cases in this group". "We were only able to document the minimum patency period in about half the subjects in this group because they had not reached the study endpoint at the time of censorship". "The result is probably an underestimation of the actual median stent patency period in this group". "We acknowledge the possible introduction of a type 1 error while performing the unplanned interim analysis before the recruitment was completed" while the study does implicate fs-mar (see below antireflux plastic biliary stent), there is no suggestion that ttso is implicated, see concluding statement taken from below: "until larger trials with consistent results are made available, it is difficult to recommend the routine use of antireflux plastic biliary stent in the palliative management of malignant biliary obstructions at present."